Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced keypad anomaly. It was reported that buttons were not responding. Customer's blood glucose was unknown. Troubleshooting was not performed as customer was not available with insulin pump. Caller did not have insulin pump information. Customer would call back with details.